Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer rolled over the pump and the touch screen was shattered. Reportedly, the screen was initially responsive; however, the damage progressively worsened and the screen became unresponsive and no longer functional. The customer's blood glucose was approximately 140 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.